Manufacturer narrative:
Product event summary: analysis confirmed the reported event; the touchscreen was broken and the display has wrong coloration. It was noted the programmer had been opened by unauthorized staff; several parts were missing (screws, printer, latches, and keyboard).

Event description:
The programmer was returned for service.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).

Event description:
It was reported the programmer could not be opened. It was also reported the screen doesn't work. The programmer is expected to be returned for repair. There was no patient involvement.